Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the hospital with arm and shoulder pain. A chest x-ray revealed that the atrial lead was dislodged. The lead was repositioned. The patient was stable post procedure and would be followed normally.